Event description:
It was reported by the pt that he experienced a sudden interruption. From then on, he was no longer able to hear with his device. External equipment was checked and no failure was found. Rtf measurement showed no signal via microphone. The pt was re-implanted in 2008.

Manufacturer narrative:
The device has been explanted and has been returned to MFR where it will be evaluated. When available, a device failure analysis will be submitted as a follow up report.